Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2012 and suture was used. During the procedure the suture broke and the needle was retained in the patient. On the same day the patient was taken to surgery where the needle was removed from the patient.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual sample returned is composed by 1 needle, 1 part of thread and 1 zipper folder. The visual inspection of the needle reveals that there is still a small part of thread that seems to be cut. Conclusion: representative sample from the same lot number as the actual device was returned for evaluation. The device was tested for needle pull tensile strength and the results obtained were in conformance with the requirements.